Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll pt service representative reported that a (B)(6) year old male pt was found unresponsive and taken to the hosp via ems. Further investigation determined that the pt was inappropriately treated. The lifevest detected low-frequency vf at 08:27:22. No treatment was delivered at this time because the rate was below the prescribed threshold. At 08:29:28 the lifevest detected asystole with short runs of vt (116 bpm, below prescribed threshold). The lifevest delivered a treatment at 08:57:31. CPR artifact from ems contributed to the false detection. The response buttons were not pressed during the event. The pt was admitted to the hosp for several days and survived the event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor: - reuse; electrode belt: 09/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.